Event description:
It was reported to philips that the geometry functions could not be controlled. The device was inside of clinical use at the time of the reported event and the procedure was aborted. No harm was reported to philips. The field service engineer inspected the system onsite and after the replacement of the fan tray and power supply unit, the device was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the start of the planned treatment. The procedure was delayed and completed by restarting the system. The philips field service engineer (fse) inspect the system onsite and confirmed that unable to control the system. Upon troubleshooting actions, fse identified that the ny16 had no input power and fuse f1 in dc fantray was blown. Fse replaced the fuse and turned on the system, both tsm and control module were working but found x-ray was not available. Later, fse identified that the led for x1 converter was not lit, which indicating that no power to the frontal detector. Fse swapped x1 connector to x2 then the system was able to produce x-ray. The defective pdu fan tray and dcps were returned for analysis and it was concluded that the cause of the issue was due to the power supply. Fse confirmed that the pdu fantray and dcps were defective. Fse replaced the pdu fantray and dcps. After replacement, the system was returned to use in good working order. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.